Event description:
The customer reported that the side-firing fiber forward fired at 57,425 joules during a prostate procedure. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a request has been submitted.